Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One 4.5 fr x 5 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. A microscopic observation revealed small splits on each side of the distal tip of the introducer sheath, as well as an incomplete split near the edge of the sheath tip. The sheath material was observed to be plastically deformed at the location of some of the splits. While the cause of the damage observed on the introducer sheath tip is unknown, possible causes include damage during handling or use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the device had a damaged microintroducer sheath. No other information was provided.